Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent undersensing noted on stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: etbf3616c145e stent graft implant date: (B)(6) 2021; etlw1616c156e stent graft implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.